Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back under the lifevest. The patient also reported that there were two moles that may be getting irritated. There was no alleged device malfunction contributing to the irritation. The patient reported irritation to her physicians and reported that the patient may have shingles. They were unsure if the irritation was due to the lifevest or possibly shingles. Patient was prescribed triamcinolone acetonide cream by a physician. Follow up indicated that the irritation is getting a little better.